Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11357. It was reported the pt had uncomfortable surges of stimulation. The sjm rep met with the pt and the lead impedances were within normal range. It was reported the physician was to have x-rays taken to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.